Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis with a damaged lens. There is water like droplets on the inside of the lens and on the display. Functional testing was performed to verify the reported issue. The reported problem of a constant alarm was not duplicated. It was determined that the moisture inside the unit mostly likely affected the unit's performance.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump displayed an constant error code of 41781. There was no reported injury to the patient.